Event description:
The customer reported the inner cannula would not connect to the outer cannula. The customer confirmed that decannulation / recannulation of a replacement tube was required. No additional information surrounding the circumstances of this report were provided however, the sample is available.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.